Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer "PICC catheter 3 fr power PICC, presents quality deviation, in the act of passing introducer presented failure (getting totally crimped), causing the risk of injury to the blood vessel. I will remove the introducer and request a new catheter." No other information was provided. Additional information received 06 november 2023: new kit requested. No surgery, medication or exams due to the event. No exposure of blood or chemotherapy. No medication was being administered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed the distal portion of the microintroducer sheath was damaged and plastically deformed. Use residue was observed on the distal tip of the microintroducer. No other details of the damage were observed in the returned photographs. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "PICC catheter 3 fr power PICC, presents quality deviation, in the act of passing introducer presented failure (getting totally crimped), causing the risk of injury to the blood vessel. I will remove the introducer and request a new catheter." No other information was provided. Additional information received 06 november 2023: new kit requested. No surgery, medication or exams due to the event. No exposure of blood or chemotherapy. No medication was being administered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "PICC catheter 3 fr power PICC, presents quality deviation, in the act of passing introducer presented failure (getting totally crimped), causing the risk of injury to the blood vessel. I will remove the introducer and request a new catheter." No other information was provided.